Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the intermacs registry stating: pt experienced "driveline fault alarm" at 0730 on (B)(6) 2015. Alarms persisted despite system controller change. Pt was admitted for thoratec bioengineering evaluation of the driveline. X-ray revealed disruption of external wires that required pump exchange for resolution. Pt reports his dog has chewed on the driveline in the past. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: patient accident.

Manufacturer narrative:
The pump was received for evaluation. The pump was returned with the percutaneous lead cut approximately 1 inch from the pump housing, and the severed portion of the percutaneous lead was returned in two pieces, an 18 inch portion and a 19 inch distal-end portion. Continuity testing was not performed on the 19 inch portion of the percutaneous lead, as an unsuccessful repair was previously performed, and some of the wires were not properly attached. The shielding and bionate were removed and examination of the underlying wires revealed no anomalies. Continuity and hipot testing was performed on the 18 inch portion of the percutaneous lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of the percutaneous lead revealed a discontinuity in the yellow wire. The shielding and bionate were removed, and examination of the underlying wires revealed partially fractured insulation of the yellow wire, adjacent to the nipple of the pump housing. Further examination of the yellow wire in this area revealed fully fractured inner conductors. The fracture of the yellow wire appeared to be the result of repetitive flexing of the percutaneous lead in this area. No evidence of mechanical damage, such as crushing or pinching, was observed. The lvad operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the yellow wire to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. A review of device history record showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm. The patient was switched to his backup system controller. About 15 minutes later the patient experienced another driveline fault alarm. The log files from both system controllers were sent to the manufacturer for analysis. A review of the submitted log files did not contain any pump stop events; however the analysis indicated a potential broken percutaneous lead wire. It was reported that there was a noticeable kink on the external portion of the percutaneous lead. A percutaneous lead repair was attempted. The yellow, black, and red wires were completed first. A new lead was switched over to the system controller but the pump did not restart. The old lead was put back on to restart the pump. It was determined that the break was possibly internal on either the yellow, black or red wires. Electrical continuity testing did not reveal any breaks. The patient was reported to be stable throughout the external percutaneous lead repair attempt. Following the unsuccessful external percutaneous lead repair attempt, the patient was taken to the operating room for an urgent pump exchange. The pump had not stopped, but it was assumed that 1 of the 6 wires was not operating properly. The pump exchange was performed via subcostal approach off cardiopulmonary bypass. The patient tolerated the pump exchange procedure well and normal lvad parameters were noted post exchange. No additional information was received.

Manufacturer narrative:
Approximate age of device - 3 years, 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Multiple requests for product return were made; however, no product was returned for evaluation. The report of driveline fault alarms was confirmed based on the information contained in submitted log files from the patient's primary and backup system controllers. Both log files captured the reported driveline fault alarms. The remaining pump parameters appeared normal with no further alarms captured. Based on the manufacturer's complaint history and similar reported events, the events captured in the log files are consistent with a compromised wire in the percutaneous lead; however, a specific cause for the events could not be determined without a full evaluation of the percutaneous lead. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.